Event description:
It was reported that this pacemaker system was showing low impedance measurements during generator implant. The lead parameters were set obtain stable impedance measurements. This pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).